Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was failing to be interrogated via rf telemetry. No intervention was performed. There were no patient consequences reported. The patient will continue to be monitored.